Event description:
Patient was using a cadd solis pump for pain control. Rn was changing the cassette, volume in cassette should have been 18 ml but there was actually 50 ml in the cassette. According to the rn and paperwork this cassette had been on the pump for 48 hours. Concerned that patient did not receive medication and therefore had inadequate pain control.